Manufacturer narrative:
Upon retrieval from archive, this electrode will undergo laboratory testing.

Event description:
Boston scientific received information that this patient ((B)(6)) was presented to the electrophysiology (ep) laboratory on (B)(6) 2017 for an s-ICD system implant . The local representative contacted boston scientific on (B)(6) 2017 to report that this patient could be induced into ventricular fibrillation (vf) during dft testing; however, the arrhythmia could not be terminated. Ts was informed that three induction tests were performed. The post-shock impedance measurements for the first two attempts was 138 ohms. The electrode was repositioned (re-tunneled) and a third incision suture was used to get the electrode down on the sternum. Despite repositioning of the electrode, the next attempt was not successful at terminating the induced arrhythmia. The recorded post-shock impedance was 122 ohms. The patient was presented back to the ep laboratory on (B)(6) 2017. One induction test was performed with delivery of 80 joules reverse shock therapy. The induced arrhythmia was again not terminated. The recorded post-shock impedance was 96 ohms. The s-ICD system was explanted and replaced with a transvenous system. The induced arrhythmia was successfully terminated following delivery of 31 joules. There were no reports of any complications or irreparable injury. The electrode was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance and pressure tests were completed to assess the electrode's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. It was concluded that this electrode performed normally throughout laboratory testing. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.